Event description:
A customer contacted beckman coulter (bec) reporting a clear colorless fluid was leaking from the coulter lh 750 hematology analyzer. The volume of fluid was 3 mls and was contained within the instrument. The customer was wearing proper protective equipment (ppe), consisting of a laboratory coat, gloves, and eye wear. There was no contact to open or broken skin or mucous membranes. No one sought medical attention. No erroneous results were generated.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched for this event. The fse found a brown stripe tubing leaking at valve 4b and 4c. The fse replaced the tubing, which resolved the issue. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).